Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
The patient reported that during a physical therapy session, "the woman sat on the bed and put all of her weight between the pacemaker and my shoulder. Now it's like my device has moved into my armpit, I'm in a lot of pain and get weird pains in my heart. I can feel the device turn on and off." The device remains in use. No patient complications have been reported as a result of this event.